Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined drawer 3 unable to recover storage. A field service engineer instructed to customer removed some bags to resolve this issue. Performed preventative maintenance the system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 3 unable to recover storage. Customer stated that door 3 not sensing close solution too many med bags behind door it causing medication jam and there were delay in patient care workflow. There were no adverse events or injuries reported based on this event.